Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related reports (including this report): 3025141-2026-00058, 3025141-2026-00059, 3025141-2026-00060, 3025141-2026-00061.

Event description:
It was reported that during the procedure, the surgeon was inserting a screw and the tip of the 80-0728 driver broke and there is a possible retention of a small/micro fragment of the driver. There was a 10 min delay reported.